Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while activating a pod the cannula had not deployed and the pods pink slide had failed to move forward. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the device was returned not deployed. The download data shows the device completed 47 first prime pulses and was then deactivated after the completion of first prime. During investigation the device deployed normally upon manual rotation of the ratchet gear. No damages or defects were observed that would result in a failure of the cannula to deploy.